Event description:
The customer reported that a 120 ml bag with lipids was supposed to infuse at 10ml/hr and should have lasted until 5am, however it but completed in 2.5 hrs and was infused by 1930. Although the nurse indicated she programmed the device correctly, the customer stated they are not sure if there was a device malfunction or if the device was programmed incorrectly. There is no report of patient harm or medical intervention.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a 120ml infusion of lipids running at a rate of 10ml/hr and completing in 2.5 hours was not confirmed. Physical inspection noted the device to be in overall good condition with no anomalies noted and the instrument seal intact. Analysis of the pcu event log shows that at 4:37 pm on (B)(6) 2015 the module was programmed to infuse lipid emulsion 20% at 10ml/hr with a vtbi of 120ml. The pump module was channeled off 3 hours and 40 minutes later. There were no alarms during the infusion. The volume recorded as being infused during this period was 36.579ml. Functional testing was performed and found the pump module to be delivering fluid within specification. The root cause was not identified.